Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to " poor printer quality (equipment, toner) ". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the instructions were poorly written for purewick urine collection system. The patient suggested that the alcohol needed to clean or disinfect the purewick urine collection system cost more money than the system and felt that it was unnecessary. The patient had been using it for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the instructions were poorly written for purewick urine collection system. The patient suggested that the alcohol needed to clean or disinfect the purewick urine collection system cost more money than the system and felt that it was unnecessary. The patient had been using it for less than 90 days.